Event description:
During initial assessment of a returned homechoice device, a baxter technician identified an increased intraperitoneal volume (iipv) event which occurred on (B)(6) 2010 during drain cycle 4. The ultrafiltration (uf) volume was 1913ml. The programmed fill volume was 2000ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. The device failed the homechoice rite functional test. The homechoice rite electrical test passed. The device was made operational by replacing the tubing. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain, use error, tidal uf removal set too low. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).